Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the observed loss of capture and high impedance. The fracture most likely resulted from mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 8 months, a loss of capture on the ventricular channel and high impedance were reported. The lead was explanted. Should additional information be received, this file will be updated.